Event description:
It was reported that during a da vinci-assisted foregut surgical procedure, the fenestrated bipolar forceps instrument's electrical wire was broken, and it was not conducting electricity. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument¿s electrical connection was damaged, and it was not conducting electricity, so coagulation could not be performed.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.